Manufacturer narrative:
An investigation was conducted: investigation methods and findings: visual and functional analysis/testing according to eviva disposable device post market instructions could not be conducted for the described event due to the device not being available for return. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. The risk trending calculations results do not increase the risk index zone. No further actions are required at this moment. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR review was conducted for this eviva disposable finish good lot and no non-conformances or deviations were found.

Event description:
It was reported that an eviva breast biopsy procedure was completed on a patient on (B)(6) 2026. The user reports that samples of breast tissue were collected; however, when removing the device prior to inserting the marker, the "techs had a difficult time." It is further reported that the "end of the sheath was crumpled and looked damaged." There was no reported patient harm, and the procedure was successfully completed with the same device. No further information is currently available.